Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leaked (B)(6) 2025, the patient due to a huge child to be born, need to carry out surgery, the first day before the operation, in accordance with medical advice to intravenous fluids, to reduce the patient's pain, consumables to use before checking no abnormality, pick up the needle water found that the intravenous indwelling needle leakage, to immediately pull out, and the patient to communicate with the explanation of re-replacement of consumables to use to help the patient to re-puncture the needle in a vein, did not cause harm to the patient, after the end of the matter to inform the head of the nursing staff and the patient was informed of the incident by the nursing supervisor and the equipment manager.

Event description:
No additional information available.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.